Manufacturer narrative:
Evaluation confirmed that the hinge area is broken and that a very small piece is missing. We believe possible cause is stress overload but we cannot confirm.

Event description:
Allegedly, during a stent removal procedure the instrument broke and jaws would no longer function; a piece broke off instrument and fell into the patient's bladder. The doctor immediately removed the broken piece; the instrument was replaced and the procedure was completed with no delay or no serious injury to patient was reported.